Event description:
Customer reported that the insulin pump returned a button error alarm. Customer stated that it was difficult to press the buttons on the keypad. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
The insulin pump was received with unresponsive up arrow button due to moisture damage on keypad trace. No button error alarm noted. The insulin pump has minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.